Event description:
It was reported that on a justright stapler procedure on (B)(6) 2022 , the physician used a single load of the stapler on the right lower lobe bronchus and immediately saw that it was not sealed (evidence of bronchopleural fistula). This was identified and the bronchus was sutured resulting in no injury to the patient. No other information is available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
On 08-july-2022, members of the bolder team met with dr. (B)(6) to view a video of the event. Dr. (B)(6) attended as clinical expert, and engineering expert attended as well. During a review of the video of the event, the end of the stapler was not visible. It was inconclusive what may have been the cause of the issue. In a review of a subsequent event . Dr. (B)(6) observed that the tip of the stapler appeared to be splayed, while they should be (B)(6). This provided an indication that there was too much tissue in the jaws, or that further compression was needed. Root cause could not be determined. Failure to completely form staples can be caused by clamping on tissue outside of the indicated range.the cause of the deformation was most likely caused by clamping on tissue outside of the indicated thickness range.